Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, the battery status for this subcutaneous implantable cardioverter defibrillator (s-ICD) was 35%. Premature battery depletion was suspected. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population. The device will have follow-ups every three months. No adverse patient effects were reported.